Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens, diopter -19.0 se/3.5., the lens folded up on itself. No patient contact or injury. The facility stated that it was caused by the cartridge. The injector model and lot number were not specified by the facility.